Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the left ventricular (lv) lead could not be inserted. The lead was not used and replaced. The patient was stable.